Event description:
It was reported the gastrointestinal videoscope experienced blurring on the lens during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope(e315). Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the most probable cause of the malfunction identified during device evaluation was traced to a defective ultrasound unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.